Manufacturer narrative:
(B)(6) 2016.

Event description:
A report was received that the patient's scs was not working and had failed to charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient's scs was not working and had failed to charge. The patient will undergo a revision procedure.